Event description:
It was reported to philips that the system's host computer was unable to boot up, preventing a full system boot. The system was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to boot up. Upon functional testing, the fse found that the host pc was unable to boot up. The fse determined that the pc was unable to boot up, due to bios issue. To resolve the issue, fse reseated the hard disk and ram, and cleaned the pc. After repair, the system was returned to use in good working order. The codes were updated based on the investigation outcome.